Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called regarding the voluntary recall to get her insulin pump replaced. The scroll wrap issue involves accidental button pushing. Customer did not have a complaint regarding the device's design which allows the delivery amount to scroll past 0.0 to the maximum setting. Customer's blood glucose was 209 mg/dl. Nothing further reported.